Event description:
During a pci via radial artery procedure, radial access, the sheath was inserted; but it was noted the valve leaked. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.